Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of moisture damage from the insulin pump. The customer's blood glucose reading was 170 mg/dl. The customer stated that when they used the pump in the pool, it started to alarm critical pump error. The customer was not sure if the pump had a crack. Customer tried to put the pump to work during the weekend without success.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No critical pump error open book image noted. Pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No moisture damage was found on the keypad assembly however, corrosion was found on the electronic assembly, motor and force sensor during our visual inspection. The insulin pump was received with scratched case, case cracked behind the pump near the battery compartment, cracked select button keypad overlay, pillowing keypad overlay and minor scratched lcd window.